Event description:
The following was reported to hamiton medical ag: under inspection, a local staff member was performing an inspection of mr1. He switched it from adult mode to neonate mode in the service software and turned it off. Later, when he turned the power on, it started up with the buzzer still sounding. This phenomenon may or may not appear. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamiton medical ag: under inspection, a local staff member was performing an inspection of mr1. He switched it from adult mode to neonate mode in the service software and turned it off. Later, when he turned the power on, it started up with the buzzer still sounding. This phenomenon may or may not appear. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: under inspection, a local staff member was performing an inspection of mr1. He switched it from adult mode to neonate mode in the service software and turned it off. Later, when he turned the power on, it started up with the buzzer still sounding. This phenomenon may or may not appear. No patient involvement.